Event description:
Edwards received information that the introducer of a peripheral retrograde cardioplegia device broke off into the patient¿s vasculature. It was retrieved under the aid of fluoroscopic guided imagery. Patient¿s post-operative status was not reported and remained unknown. Attempts were made to request additional information, but hospital staff indicated additional information is not available.

Manufacturer narrative:
Edwards lifesciences was made aware of this event via voluntary report number mw5040924. The device was not returned to edwards for analysis. Based on the information received, edwards is unable to determine the root cause of this event. The instruction for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindication, and the directions/conditions for the successful use of the device. No further action is required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: manufacturing records were reviewed and no non-conformities were recorded that would have contributed to this event.